Event description:
This patient was implanted recently with a cochlear implant, but has experienced poor performance since activation. The patient's cochlea is otosciorolic with ossalfications present, as noted during surgery. Imaging has revealed that the electrode has penetrated the lateral walt and was found outside the scale. Thereforem the patient was explanted in 2005 and reimplanted with a different model implant to accommodate their ossified cochlea.